Event description:
Brushes no longer last/brushes no longer hold well - oral-b [device breakage] retaining/holding pin for which clip-on brushes it was extremely worn - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the retaining/holding pin for which to clip-on oral-b toothbrush refills was extremely worn. The oral-b toothbrush refills no longer lasted/held well. No injury was reported. 28-jul-2023 follow up via digital safety assessment survey: the consumer was a 83 year old male. No injury was reported. 28-jul-2023 follow up via e-mail: the consumer reported alternating between dm-lines of dontodent toothpaste (herbs, clear fresh, antibacterial, sensitive). No injury was reported.

Manufacturer narrative:
18-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brushes no longer last/brushes no longer hold well - oral-b [device breakage] retaining/holding pin for which clip-on brushes it was extremely worn - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the retaining/holding pin for which to clip-on oral-b toothbrush refills was extremely worn. The oral-b toothbrush refills no longer lasted/held well. No injury was reported. 28-jul-2023 follow up via digital safety assessment survey: the consumer was a 83 year old male. No injury was reported. 28-jul-2023 follow up via e-mail: the consumer reported alternating between dm-lines of dontodent toothpaste (herbs, clear fresh, antibacterial, sensitive). No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.